Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative indicating that the patient will receive programming at the end of (B)(6) and therapy outcome will be determined then. The cause of the lead moving was unknown but suspected to be due to the fall.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had their lead implant on (B)(6). Post lead implant the patient fell, believed to have occurred on (B)(6) 2018. The physician told the rep the lead may have moved 1 mm when they implanted the extension and ins. This was visual by CT scan. No action was taken, they will attempt to program the patient for therapy benefit, won't plan on turning on for another month. No symptoms were reported. No further complications were reported or anticipated with this event.